Event description:
It was reported an elective replacement indicator (eri) message appeared on the programmer. It was stated that when the stimulation was turned on the patient experiences no stimulation sensation for about three weeks prior to report. It was noted there were high impedance readings. It was also stated, the patient had a fall about one year prior to report. It was later reported, the patient was being scheduled for an implantable neurostimulator replacement and possible revision of lead and extension, but no date had been set at the time of report.

Event description:
Additional information received reported that the patient experienced good stimulation and coverage in recovery after surgery.

Event description:
Additional information received reported that the patient was scheduled for device replacement on (B)(6) 2013.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3998 lot# v004456, implanted: 2006 (B)(6), product type lead product ID 3708260 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the extension was also replaced during the implantable neurostimulator replacement procedure.

Manufacturer narrative:
(B)(4).